Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the bos battery status, one charging cycle was documented to the devices memory. Based on the device memory data the ICD was implanted on (B)(6) 2023 with a rv pacing impedance of 656 ohm and a shock impedance of 65 ohm. The impedance trend values between (B)(6) 2023 documented pacing impedance values > 3000 ohm. The device was subjected to an electrical analysis. The impedance measurement functionality was tested and a normal device behavior was observed. The root cause of the documented out of range impedance values cannot be attributed to the ICD. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. To test the shock delivery functionality of the ICD, a fibrillation signal was applied. Upon detection of the applied fibrillation signal, the device delivered a defibrillation shock as specified, documenting a normal and expected shock delivery. In particular, the specified energy level was reached. However, the applied fibrillation signals were not every time detected by the ICD, due to the occurrence of intermittent undersensing. Therefore, the sensing functionality of the ICD was further inspected, including monitoring of the device at different temperature environments. The presence of intermittent undersensing remained. The ICD was then opened and the inner assembly was thoroughly inspected. Electrical tests identified a defective integrated circuit of the electronic module as the root cause of the intermittent undersensing. In conclusion, the ICD was received and analyzed. The reported occurrence of undersensing was confirmed during analysis. The root cause was identified to be a defective integrated circuit of the electronic module. There was no indication of a material or manufacturing problem.

Event description:
It was reported that the device was explanted and replaced due to loss of sensing. No adverse patient events were reported. Should additional information be received, this file will be update.